Manufacturer narrative:
The meter has been returned and an investigation is in process. A follow up report will be sent when the investigation is completed.

Event description:
Customer reported "experiencing symptoms of low blood sugar," with symptoms of "dizziness and lightheadedness like (he) was going to pass out." The customer was taken to a regional medical center by paramedics. The emt blood glucose values were taken against the adc blood glucose monitor and the readings obtained by emt were 51 and 76 mg/dl while the adc meter readings were 183 mg/dl and 176 mg/dl. It is unknown what treatment was rendered at the hospital to ameliorate the customer's symptoms.